Manufacturer narrative:
Section a1 patient identifier has a character limit, the full ID is (B)(4). Section a patient information no additional patient information is available. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated alinity I tsh results on a patient sample. On (B)(6) 2025 sid (B)(6) (male patient) generated alinity I tsh of 7.83 iu/ml. Different samples obtained from the same patient generated alinity I tsh of 3.52 iu/ml ((B)(6) 2025) and 4.06 iu/ml ((B)(6) 2025). The customer tsh normal range is 0.35 to 4.94 iu/ml no impact to patient management was reported.

Event description:
The customer observed false elevated alinity I tsh results on a patient sample. On (B)(6) 2025 sid (B)(6) (male patient) generated alinity I tsh of 7.83 iu/ml. Different samples obtained from the same patient generated alinity I tsh of 3.52 iu/ml ((B)(6) 2025) and 4.06 iu/ml ((B)(6) 2025). The customer tsh normal range is 0.35 to 4.94 iu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 71332ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 71332ud00 was identified.